Manufacturer narrative:
(B)(4). Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted that adjusting the settings has not resolved the issue. No additional actions/interventions have been taken to resolve the return of symptoms issue. The unrelated back surgery occurred on (B)(6) 2019 (which was prior to the event). The patient also noted that the cause of the sudden return of symptoms was not determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 2019-may-16 from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported therapy wasn't helping them at all and they experienced a sudden return of symptoms. No actions were taken prior to the call. During the call, the patient synched to their ins which showed stimulation was on so they increased from 2.0v on program 1 to 2.8v. They added that they went to the healthcare provider (hcp) a couple weeks ago and lost all symptom control a day or two after that. As a result of what was reported, the patient was redirected to their hcp if the stimulation increase doesn't improve their control. On (B)(6) 2019, additional information was received from the patient who stated that she was still experiencing a return of symptoms as previously reported. The patient mentioned that she had felt the stim at one point during an office visit but has not been able to feel the stim in a long time. Troubleshooting showed stim was on, patient changed amplitude to 3.3 v on program 1 and will monitor symptoms. Patient did not feel stimulation after she had adjusted her amplitude on the call. Patient also mentioned that she had a back surgery and was not aware that she was supposed to turn her ins off. The timeline between the back surgery and the loss of therapy was not clear. Patient did not indicate adverse events related to surgery. No further patient complications have been reported as a result of this event.